Event description:
The facility reported that the resident was being transferred from the pool to the pool side when the cable snapped. The resident dropped about 8-10" down to the ground. At no time did the resident fall free from the chair. No injuries were reported. (B) (4)